Event description:
It was reported during an implantable cardioverter defibrillator revision due to normal battery depletion that the left ventricular (lv) implantable pacing lead that was in use was found to have high/unstable thresholds and a right ventricular (rv) implantable pacing lead that had been previously capped, due to an earlier system revision, did not capture. The system was revised using an existing implanted pacing lead and the existing defibrillation lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4), implantable pacing lead, (B)(6) 2010; (B)(4), implantable pacing lead, (B)(6) 2010; (B)(4), implantable defibrillation lead, (B)(6) 2010. (B)(4).